Event description:
End user alleges left front wheel just spins off ground when other wheels go straight. Advised (B)(6) not to use the unit for safety issues and that this model was discontinued in 2006 we no longer have any parts for this model.